Event description:
The customer reported the internal paddles did not shock 4 out of 8 times during testing and one of the buttons is discolored. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the internal paddles did not shock 4 out of 8 times during testing and one of the buttons is discolored. There was no reported pt involvement. On (B)(6) 2011 the customer stated it was a user issue and the paddles were back in use with no further trouble. This philips investigator suggested the customer replace the paddles due to the button discoloring and being over 4 yrs old.